Manufacturer narrative:
Broken reservoir tube lip noted. Device had battery tube threads cracked, minor scratched lcd window, cracked case at display window corners, cracked end cap and cracked case reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call that the plastic part of the reservoir compartment broke off and the o-ring was out of shape. Customer's blood glucose was 167 mg/dl. Customer had dropped the device before. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.